Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: completion of expansion process. Manufacturer¿s reference number: (B)(4).

Event description:
This report is being submitted per information obtained from a literature source. A (B)(6) year-old female with a burn scar in the buttocks region who underwent soft-tissue expansion with a radovan tissue expander made by mentor has experienced skin ischemia (local reaction). The tissue expander was inflated on schedule and explanted after eight weeks upon completion of expansion. Publication details: title: experiences with soft-tissue expansion objective: the goal of the study was to report the experience of tissue expansion surgical technique with a tissue expander. Methods: 25 heyer-schulte, radovan tissue expanders made by mentor in 19 cases for 23 sites were used. The surgical technique was differed according to the case and the purpose of use.